Event description:
It was reported with the use of the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes there was under-fill or low draw of a tube with blood. This event occurred 500 times. The following information was provided by the initial reporter: translated to english. The customer stated the vacutainers are not filling to the maximum fill. Staff were returning from am collections, 6 different staff members bring the issue of mulitple pst tubes not filling. It's not that they would not fill to the maximum volume but the tubes had no vacuum. All of these patients required an additional venipuncture. With so many staff having the same issue involving the same lot number, we pulled all the tubes of this lot. This involved approximately 500 tubes. After removing all these tubes from our stock, we had no more issues with tubes not filling."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 11/18/2020. H.6. Investigation: bd received 5 samples from the customer for investigation. The customer sample tubes were inspected with 1 of the 5 tubes having a crooked shield/stopper assembly. All samples were evaluated by visual examination and functional testing and the indicated failure mode for no vacuum with the incident lot was observed in 1 of the 5 customer samples. Additionally, 10 production lot in-house retention samples were tested with water and all were within the specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Based on the investigation, the most likely root cause was the crooked shield/stopper assembly. Bd has initiated CAPA#260774 relating to the issue of crooked stopper to further identify potential root cause(s) and apply corrective actions.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported with the use of the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes there was under-fill or low draw of a tube with blood. This event occurred 500 times. The following information was provided by the initial reporter: translated to english. The customer stated the vacutainers are not filling to the maximum fill. Staff were returning from am collections, 6 different staff members bring the issue of multiple pst tubes not filling. It's not that they would not fill to the maximum volume but the tubes had no vacuum. All of these patients required an additional venipuncture. With so many staff having the same issue involving the same lot number, we pulled all the tubes of this lot. This involved approximately 500 tubes. After removing all these tubes from our stock, we had no more issues with tubes not filling."